Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. Reportedly after receiving a battery alarm the patient found a crack in the battery compartment when replacing the battery. Reporter stated that the battery cap can no longer be secured properly. Reporter confirmed that the battery cap was never changed and there was no power loss noted prior to the call. Unable to review alarm history because battery cap did not tighten properly at the end of the troubleshooting session. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.